Manufacturer narrative:
Sample is unavailable for evaluation. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Defect in blue lumen of double lumen PICC led to infusion issues and leaking. Tubing appears to be migrating away from the cap. Photo available. The PICC was removed from patient due to defect and bloodstream infection. Patient started on IV antibiotics.

Event description:
Defect in blue lumen of double lumen PICC led to infusion issues and leaking. Tubing appears to be migrating away from the cap. Photo available. The PICC was removed from patient due to defect and bloodstream infection. Patient started on IV antibiotics.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the product experience report, there was no sample available to return for review. However, an image was provided that confirmed the blue tubing had migrated away from the luer hub. Without the sample to review, a definite root cause for the migration of the blue tubing could not be established with confidence. Based on the image alone, it could not be determined if the bushing was seated properly or if adhesive was applied or if the strain relief was the correct length and had been inserted correctly. There have been no other complaints regarding this issue with this part number or lot number, so this complaint has been deemed to be an isolated event. Since the reported issue was most likely an isolated event and a definite root cause could not be established based on the provided image alone, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.